Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: acta ophthalmol. 2025 jun;103(4):461-468. Doi: 10.1111/aos.17443. Epub 2025 jan 24. Pmid: 39853904; pmcid: pmc12069969. Https://doi.org/10.1111/aos.17443.

Event description:
One tube for all: 1-year outcomes after transition to paul glaucoma implant at a tertiary centre. The aim of this prospective observational study was to evaluate the intraocular pressure (iop) lowering effect and success rate of paul glaucoma implant (pgi) in refractory glaucoma after changing practice pattern from ahmed and baerveldt tubes to pgi. From january 2022 to october 2023, a total of 49 patients were included in the study. Consists of 38 male and 11 female. With the mean age of 66.5 ± 16.9 and range 13¿85 years. The devices used during the surgery were ethilon 8¿0-9/0 (ethicon), vicryl 7¿0 (ethicon) and prolene 7¿0 (ethicon), viscoat (alcon laboratories, texas, USA) was injected in the ac or healon gv pro (johnson & johnson, california, USA) behind the iris in cases with placement in the sulcus. Reported complications: ethilon 8¿0-9/0 (ethicon), vicryl 7¿0 (ethicon), prolene 7¿0 (ethicon). Loss of acuity (n=?) Treatment: not reported. Cataract progression (n=?) Treatment: not reported. Clinical hypotony (n=?) Treatment: not reported. Choroidal detachment (n=?) Treatment: not reported. Bcva loss (n=?) Treatment: not reported. Maculopathy (n=?) Treatment: not reported. Ac shallowing (n=?) Treatment: not reported. Hyphaema (n=?) Treatment: not reported. Corneal decompensation (n=?) Treatment: not reported. In conclusions, this study indicates that pgi provides a good iop-lowering effect after 12 months in a population with risk factors for failure for traditional glaucoma surgery.